Event description:
It was reported that customer wanted to share a quick update about a recent situation with an indwelling foley catheter. A nurse inserted one, but the hub broke off when they went to inflate the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received 1 foley catheter attached to the urine meter bag. Using in house syringe inflated with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water). Inflated properly with no difficulties and deflated within 11 seconds. All components of catheter stayed intact during inflation testing and did not disconnect during testing. Therefore, the reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. DHR review is not required as the reported event is unconfirmed. Labelling review is not required as the reported event is unconfirmed. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer wanted to share a quick update about a recent situation with an indwelling foley catheter. A nurse inserted one, but the hub broke off when they went to inflate the balloon. Per additional information received via mail on 12may2025, stated that the incident occurred in (B)(6) and the catheter was long gone. The impact to the patient undergoing an additional insertion of a catheter.